Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 11-jan-2020, UDI#: (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta as the nose cone of the delivery catheter system (dcs) was pulled back through the device. Subsequently, a second 26 mm transcatheter bioprosthetic valve was implanted successfully. It was reported the difficulty advancing occurred due to an that aorta was very tortuous with a tight bend in the arch between the vessels and the descending aorta, and the aortic root was very horizontal. No other adverse patient effects were reported.